Event description:
The customer claimed the unit would not turn on.

Manufacturer narrative:
(B)(4). There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the problem. The cause was found to be a faulty power pca. The power pca was replaced to resolve the failure. The device passed all performance assurance testing and was returned to use. This was a malfunction of the power pca that caused a failure to power up.